Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a laparoscopic gastroplasty procedure. The manual stapling device was in use during the stapling of the gastric antrum, but the stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, a new stapler handle and reload was used. There was no patient harm.